Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia 3 weeks previous to endoscopic visualization of 2 device beads eroded into the esophageal lumen and subsequent explant of the entire linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation occurred without issue on (B)(6) 2016. 2 device beads were observed endoscopically on the left side of the esophageal lumen prior to removal. The linx device was explanted endoscopically in its entirety on (B)(6) 2017; 4 beads were found visible in the esophageal lumen at the time of device explant. The device was intact. The patient was doing well after removal.

Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia 3 weeks previous to endoscopic visualization of 2 device beads eroded into the esophageal lumen and subsequent explant of the entire linx device. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure including hernia repair and linx device implantation on (B)(6) 2016. Two device beads were observed endoscopically on the left side of the esophageal lumen prior to removal. The linx device was explanted endoscopically in its entirety on (B)(6) 2017; 4 beads were found visible in the esophageal lumen at the time of device explant. The device was intact. The patient was doing well after removal.